Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging insomnia. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation it was found that temporal failure in the cpu and memory due to occurrence of the error code #4 led to the reported issue. Operational checking was performed. After cancelling the error, the unit issue was resolved. Breakage was confirmed and upper enclosure, ui panel, rear panel were replaced. Unit was checked overall and cleaned and functionally tested. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.